Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing an 14f amulet steerable delivery system. On (B)(6) 2024, the patient returned for a routine 90 day transesophageal echocardiogram (tee). The amulet was observed to be partially detached from the laa. The patient was reported to be stable. The patient remained hemodynamically stable. On 05 april 2024, the migrated device was retrieved without issue. Prior to the retreival, a small clinically insignificant pericardial effusion was observed. The pericardial effusion remained the same after the retreival and no intervention was performed.

Manufacturer narrative:
An event of device migration and a small pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, 6 videos were received from the field for medical review which revealed, the amulet did not appear to be meeting the c of close criteria and that like the physician suggested, the device might have been have undersized. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could be as a result of the device being too small. H6 health effect - clinical code: code 4582 removed. H6 health effect - impact code: code 2199 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 november 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing an 14f amulet steerable delivery system. On (B)(6) 2024, the patient returned for a routine 90 day transesophageal echocardiogram (tee). The amulet was observed to be partially detached from the laa. The patient was reported to be stable. The patient remained hemodynamically stable. No intervention has been performed yet. Intervention is planned.